Event description:
Pt status post l3-4 lateral gutter fusion with instrumentation on june 5, 1997. He developed pain in the lower back over the instrumentation. X-ray revealed a fracture of the l4 screw. He is admitted at this time for removal of lumbar instrumentation.